Manufacturer narrative:
The approximate age of device: 9 months. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient experienced a ¿shock¿ sensation and off over the last month or so. Patient reported feeling 3 shocks over a 30 minute period on (B)(6) 2018. Patient reported the shocks are coming from the abdomen area around the driveline exit site and radiate up through the chest. It was reported that there was one low flow alarm associated with one of the shocks. Additional information was request, however was not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events (shock near lvad site, low flows) could not be confirmed through this evaluation. Analysis of the submitted log files appeared to capture the pump operating as intended and a direct correlation between the reported events and heartmate 3 lvas, serial number (B)(6) could not be conclusively established through this evaluation. The system controller event log file contains data from 01:38 through 04:03 on 06jun2019. Frequent pi events were captured throughout the file. A specific cause for this finding could not be conclusively determined through this evaluation. Calculated average flow ranged from 3.7-4.7 lpm and motor power ranged from 3.869-4.501 mw for the duration of the file. No abnormal trends in pump parameters were observed. Lvad temperature and controller temperature remained relatively stable throughout the file. No atypical alarms were captured. The pump speed did not drop below the low speed limit for the duration of the file. The system controller periodic log file contains data from 12mar2019 at 20:27 through 05jun2019 at 20:11. Calculated average flow ranged from 2.6-4.5 lpm and motor power ranged from 3.615-4.406 mw for the duration of the file. No abnormal trends in pump parameters were observed. The lvad log files were also reviewed and no atypical events were captured. Rotor noise and rotor displacement remained relatively stable over time. The pump appeared to be operating as intended. Multiple requests for additional information were sent to the account; however, no further details were provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The hm3 lvas patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The hm3 lvas IFU provides an explanation of all pump parameters, including pump flow and pulsatility index. This IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU also describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information received indicated the patient was admitted to the hospital for assessment. Log file analysis could not confirm a low flow alarm at the time the patient claimed it occurred, but did see multiple other low flow alarms as well as multiple pi events. The log files appeared normal and could not offer an explanation for the reported shock sensation. Healthcare professionals requested x-ray assessment of the patient's driveline for potential driveline issues. The driveline x-ray was unremarkable and log files did not show any indication of any type of driveline issue. No further information was provided.